Event description:
It was reported that during a lead replacement on (B)(6) 2019 (ref 3006705815-2019-00733 and 3006705815-2019-00734), the lead was unable to be placed to obtain effective therapy. The physician opted to abandon the procedure.